Manufacturer narrative:
H6. Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged product was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of damaged product was not observed. Visual inspection of the 10 unused samples from lot 2347059 did not show the customer¿s failure mode. The 100 retention samples from both lots were visually inspected with no damage to the inside of the tube being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged product based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: customer complaints have strands of plastic in sm 367856 lot #2347059 and #3048755.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2347059 d4. Medical device expiration date: 2024-04-30 h4. Device manufacture date: 2022-12-13 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: customer complaints have strands of plastic in sm 367856 lot #2347059 and #3048755.